Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
The customer reported the handpiece overheated. There was no patient harm.

Manufacturer narrative:
Analysis results summary: handpiece was tested and the ambient temperature or start temperature was 75.4 and the raised or max temperature was 95.3. The max temperature ¿ the ambient temperature = 19.9 which is passing. The max raised temperature is 27 f for the drill. There was no fault found with the drill. The item was repaired cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.